Event description:
The risk manager from the hospital reported the following event, the nail was implanted on a pertrochanteric fracture. A "secondary move" happened. The pt had a functional impairment and a total hip prosthesis implantation was needed.

Manufacturer narrative:
It is not known at this time if the device will be returned for eval. Additional info has been requested and if received will be provided on a supplemental report.